Event description:
It was reported that a malfunction code 12 appeared on the pump. There was no information provided regarding any adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred.